Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that during an assistance call with technical services (ts) to help program MRI protective mode, this implanted pacemaker exhibited undersensing of atrial fibrillation (af) on the presenting electrocardiogram (ECG). Afterwards, ts assisted and confirmed the pacemaker had existed MRI mode and to be functioning as programmed. No adverse patient effects were reported.